Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and found that the x-stage cover was damaged. The cover was replaced and the system functioned as expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the imaging system would not fully extend. It would extend 6 inches then stop. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.